Manufacturer narrative:
The device history record was reviewed and the lot was documented to meet all requirements. The sample was received with the catheter tube completely removed from the device. The manifold and thumb valve were connected by the plastic sleeve which was intact. Inspection of the proximal catheter tip, which is where the separation was observed, showed evidence of adhesive residue suggesting that the tube joint was bonded. The root cause for this independent incident could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6), stating, "the physiotherapist was performing suction on the intubated patient. She added the saline wash and tried to suction but was not getting any return through the catheter. She then checked the sheath and found that it was empty. She disconnected the trach care connection to the et tube and found that the end of the suction catheter had become disconnected from the end of the sheath, and the end of the catheter was sticking out of the end of the et tube. She removed it quickly, and replaced it with a new trach care. The patient was not harmed in the incident and did not require any further intervention." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).